Event description:
It was reported that the device was showing "upstream occlusion" error when attempting to run medication through pump. Customer also stated that despite being in ll0 setting, the air detector could not be turned on for testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The device functioned as it was attended to. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.